Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 42 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose with orange juice, food and yogurt. Troubleshooting on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer performed and passed the displacement test. Customer was advised to follow up with their healthcare provider in regards to their low blood glucose levels.